Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed in the device on the 15th june 2010, an in range patient impedance was detected and two shocks were delivered, on five occasions on this date no shock was advised. The pad-pak was removed. The pad-pak was removed, these power ups occur within the same hour and may suggest the customer was testing the device. Multiple manual power ups of 10 minutes duration were observed in the device memory between the 6th september 2014 and the 29th april 2016. The pad-pak became depleted and further pad-paks were installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.